Event description:
The facility reported having metal particles during surgery. They did not know the number of patients involved. They stated they re-used single-use tips for a day, and they may not be following the recommended cleaning directions. They did not retain any particles for evaluation, but we requested they do so in the future. Additional information received on 05/04/2007 stated the microscopic metallic fragments were noted at the time of surgery, and post-operatively. They were not all removed. This occurred with both new and re-used tips. The surgeon was also using a two handed instrument technique at the time the particles were noted. The metallic particles have had no adverse effects.

Manufacturer narrative:
The handpiece, infiniti u/s handpiece, associated with this complaint was built on 06/02/04. At the time the handpiece was manufactured, there were no associated preliminary review records or similar issues in manufacturing. However, based on the serial number, this handpiece was manufactured with a brazed shell. The handpiece was visually inspected and no foreign objects, burrs, splinters, or other visual defects were noted. The handpiece was tested and it met product specification for metal particulates. For this reason, the root cause for the reported issue could not be determined as the complaint was not confirmed. There have been previous reports of metal particles associated with infiniti u/s handpieces and a corrective action was opened to address them. This changed the manufacturing of the handpiece shell from brazed to laser welded, so as to mitigate the potential issue. This handpiece was manufactured before this manufacturing change was implemented.